Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was seen in clinic was syncopal episode. The device accelerated battery depletion faster than expected. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. The patient was seen in clinic was syncopal episode. The device accelerated battery depletion faster than expected. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device was returned for analysis.

Manufacturer narrative:
B5 describe event or problem field is being updated to correct the description. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient was seen in clinic was syncopal episode. The device accelerated battery depletion faster than expected. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device was returned for analysis.